Event description:
A surgical technician reports that enlargement of the incision was required to accommodate and removal and replacement of the intraocular lens when a problem was noticed following insertion. Add'l info has been requested.